Event description:
Turned novasure ablation machine on went through test. Handle connected. Cavity length/width numbers input to machine according to surgeon. Pedal engaged for cavity assessment. Machine moved to burn simultaneously during cavity assessment. Rf machine light on. The pedal was only engaged by surgeon once. It was burning during assessment for 50 sec. Device was removed following machine self deactivation. Pt checked for perforation. Staff offered surgeon hysteroscopic option. Dr said not necessary. Everything was intact following cavity assessment. Machine, device and packaging sequestered per policy.